Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reload was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after reloading the idrive with second egia45amt for second application of instrument at wedge resection, the loading unit could not be fired any more. All 3 light at idrive were green bevor was hand over from nurse. The surgeon open the instrument and closed over tissue. The green security button was pressed and the side green light blinked green. The surgeon could not fire the magazine. A new egia45amt was used. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, no part fell into cavity, no reinforcement material used.